Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the broken tip could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the tip of the thunderbeat broke off during a procedure. There were no reports of patient harm.